Manufacturer narrative:
¿The tandem t:slim pump user guide indicates that novolog has been tested up to 72 hours.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels (400mg/dl), after she ate breakfast. Customer treated elevated bg levels by correcting with a bolus. System check and troubleshooting were performed by tandem technical support and the pump performed as intended, however the customer indicated that they had been using the cartridge for 4 days. Recommendations were made for the customer to change all supplies and monitor their bg levels.